Event description:
On (B)(6) 2022 - spatz3 balloon was implanted with 550 ml. On (B)(6) 2022 - patient felt worn down and with low appetite - followed a liquid diet. The patient reports trying to drink something warm to have a bowl movement (feeling constipated since (B)(6) 2022) and continued to feel worse as the night progressed including nausea/vomiting. The patient developed excruciating epigastric pain that bore through right to her back and went to the emergency dept because of the symptoms. She was diagnosed with acute pancreatitis and received IV potassium, fluids, pain control (dilaudid), and anti-nausea meds. On (B)(6) 2022 she had a downsized to 400 ml on (B)(6) 2022 for mild acute pancreatitis (lipase of ~3000 and CT results that showed pancreatic edema). Since the down adjustment procedure, the patient reports her abdomen and back pain and nausea and vomiting have totally improved.

Manufacturer narrative:
Pancreatitis is a known risk of gastric balloons, reported (B)(4) rate in spatz and publications show (B)(4) rate of other balloons. The balloon was not removed due to the adverse events. A review of the device labelling notes the following: acute pancreatitis has been reported due to intragastric balloon use. Patients with complaints of abdominal pain, nausea and vomiting, which are suggestive of pancreatitis, should be evaluated with serum amylase or lipase. Patients with pancreatitis should be followed closely and may require balloon extraction and hospitalization. Acute pancreatitis characterized by nausea, vomiting, abdominal pain, dehydration. The severity can range from mild to severe and may require balloon down adjustment, or removal. This may result in hospitalization, surgery or death in severe cases.